Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier scanner was not working, would not read, and was unable to recognize the user's fingerprint. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that the pharmacy staff had logged in using bio ID several times without any issues. The issue appeared to be network-related, as there was approximately a 7-second delay between entering the username and using the bio ID. The fse attempted to log in to the hardware test application, but authentication failed four times. Upon checking the hardware test application logs, only authentication failure messages were found. Later, the customer confirmed that the issue was due to a wide network problem, which was resolved by the local it (information technology) team. The system functioned as intended after the local it team resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier scanner was not working, would not read, and was unable to recognize the user's fingerprint.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.